Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address pain.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  added: g3 and h6 (patient). No code available (3191) is used to capture medical device removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a DHR review was conducted for the tibial base: product code 150600005, work order (B)(4), was manufactured on (B)(6) 15. 12 parts were manufactured per specification and all raw materials met specification. There were no non-conformances or deviations associated with this lot.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: age, event, catalog#, concomitant medical products, (no code available (3191) is used to capture the medical device removal). Corrected: patient identifier. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. The patient underwent a left knee revision due to pain and loosening of both the tibial tray and femoral component at the cement to implant interface. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: on (B)(6) 2016. Dor: on (B)(6) 2018. Left knee.